Manufacturer narrative:
The reported events were noise, insulation damage, and mode switch. As received, a complete lead was returned in one piece. Final analysis found that the insulation was abraded at 11.1 cm ¿ 11.5 cm from the connector pin breaching the outer and inner insulation, with all outer coil filars found abraded consistent with friction to device can. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
Related manufacturer reference number: 2017865-2024-53826. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing damage, mode switch and insulation damage on the right ventricular (rv) lead. During the procedure a failure to disconnect the lead from the header of the implantable cardioverter defibrillator (ICD). The physician elected to explant and replaced the ICD. The patient was recovering after the procedure.